Event description:
Information was received that immediately upon closing, lengthening was attempted and the left rod was not lengthening. Surgeon plans to monitor and continue to try to lengthen. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.